Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported upon routine inspection of the sales consultant¿s field equipment that the threaded tip on three of the holding sleeves (03.632.036) were stripped. There was no patient involvement. No additional information was available at that time. The returned instruments were examined and the following conditions were noted: part 1 (lot 6746389): peeling threads, part 2 (lot 6611823): broken tip, part 3 (lot 6923525): stripped. A definitive root cause was unable to be determined; however, the failure modes are consistent with rough handling over the life of the instruments (3+ years). The holding sleeve is used in the matrix spine system for screw insertion with an appropriate driver. The associated drawings for the sleeve were reviewed during the evaluation. A change order was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instruments were manufactured after these changes were applied (manufacturing dates december, 2011, july, 2011, and august, 2012). Device history record review: release to warehouse date: july 29, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded tip on three pairs of holding sleeves were found to be stripped during a routine inspection of the field equipment. There was no patient involvement. No additional information was available. Update: a preliminary review of the returned devices was completed on october 9, 2015. At that time, it was discovered that the complaint conditions of the devices were different than initially reported. Part 1 - item 03.632.036 / lot 6746389 has peeling threads (reportable condition). Part 2 - item 03.632.036 / lot 6611823 has a broken tip (reportable condition). Part 3 - item 03.632.036 / lot 6923525 is stripped (non-reportable condition). This report is 2 of 2 for (B)(4).